Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results: donor 1, hct:26% (2.2 inr): retention meter and master lot strips: 2.2 inr, customer meter and strips: 2.1 inr. Donor 2, hct: 47% (2.3 inr): retention meter and master lot strips: 2.4 inr, customer meter and strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 397393) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) using test strip lot 39739323 when compared to a doctors coaguchek xs meter serial number (B)(4) using test strip lot 36888211. This medwatch will cover strip lot 39739323 used with the patient's meter. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 36888211 used with the doctor's meter. At 10:00 a.m. The doctors meter using test strip lot 36888211 result was 3.1 inr and at 1:28 p.m. The patients meter result using test strip lot 39739323 was 2.3 inr. No medical treatment received based off the patient meter result. The patients therapeutic range is 2.0-3.0 inr and tests bi-monthly. The patient is fine.